Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer and further investigation revealed that the pressure transducer was defective and needed to be replaced. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o. Recommended actions to resolve a failed pressure transducer test is to check/replace pcb pressure transducer (insp. And exp.)

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The issue was related to pressure transducer pcb. Based on further information provided, the customer was not interested to replace the defective part. The UDI information is not available since the device was manufactured before 2015. A correction of fields # d1 brand name, # d4 version or model #: was required. D1 - brand name: previous brand name: 6487800, corrected brand name: servo-I base unit, d4 - version or model #: previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).